Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.276 ng/ml) from a single patient sample run on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was initially reported out of the laboratory. However, the result was questioned by a physician and a corrected report (< 0.012 ng/ml) was issued upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros 5600 integrated system. Results of precision testing demonstrated that the vitros 5600 integrated system was not performing as expected at the time of the event. An ocd field engineer made repairs and adjustments to the well wash and incubator subsystems to return the instrument to expected operation. Following this action, acceptable vitros trop I es performance was observed. The most likely root cause of this event is instrument related. The investigation found no evidence to suggest that the vitros trop I es reagent malfunctioned.